Event description:
It was reported that the lead was imaged under fluoroscopy and it was noted that there were externalized conductors. No electrical anomalies were detected. On (B)(6)2017, the lead was capped and replaced. The patient is doing well and will continue to be monitored.